Manufacturer narrative:
Exact date unknown, event had occurred a few weeks from the date the manufacturer became aware.

Event description:
It was reported that the patient had to charge the ipg daily prior to it becoming non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded.